Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was clotting or a "strange gel barrier" found when using bd vacutainer® sst¿ ii advance plus blood collection tubes which could lead to erroneous test results. There was no report of exposure, serious injury or medical intervention.